Event description:
As reported via the icad study ((B)(6)) in china, subject #0403 who underwent a surgery on (B)(6) 2022 with an unknown enterprise2 vascular reconstruction device, experienced the event of ¿moderate in-stent stenosis of the basilar artery¿ on (B)(6) 2023, which became known to the site on the same day and to the sponsor on (B)(6) 2023. The event was assessed by the pi as not serious, mild in severity, and as possibly unrelated to the study device and unrelated to the surgery. The event was not medically treated, and the outcome is recorded as ¿ongoing symptoms¿ with no end date listed. The event was not an unanticipated adverse device effect (uade). There was no reported device deficiency related to the event and the device remains implanted for continued use. No ischemic stroke, symptomatic cerebral hemorrhage, required/prolonged inpatient hospitalization, or permanent impairment were reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section a1. Patient identifier: (B)(6). Section d3 ¿ the product catalog and lot numbers were not reported; UDI unavailable. Section e1. Initial reporter phone: (B)(6). The device remains implanted; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. Stenosis of the stented segment is a known potential complication associated with the enterprise stent and is mentioned in the instructions for use (IFU) as such. There were no alleged quality issues related to the device, as the device performed as intended. The pi assessed the event of ¿moderate in-stent stenosis of the basilar artery¿ was possibly unrelated to the study device and unrelated to the surgery. Per section 4.10 of the clinical evaluation report (cer) for the medical device states the therapeutic lifetime of the enterprise stent is one year. There may have been patient and pharmacological factors that contributed to the event, however, the correlating relationship of the event to the device cannot be ruled out, as the event occurred approximately 327 days after the procedure, within the therapeutic lifetime of the device. Additionally, the severity of the event is unknown, and symptoms are reported to be ongoing. Therefore, the event of ¿moderate in-stent stenosis of the basilar artery¿ does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury¿, with an awareness date of (B)(6) 2023. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional information was received on 30-jan-2024. Summary: per the information, the patient¿s adverse event of ¿moderate in-stent stenosis of the basilar artery¿ was medically treated by the use of anticoagulation medication. The study device used during the procedure was an enterprise2 4mmx23mm no tip (enci402300/6812678). This additional information has been reviewed. No changes regarding the reportability determination nor coding were required. The device remains implanted; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Section e1. Initial reporter postal code: (B)(6).